Event description:
Caller reported waking up with insulin stopped. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg and pressing "resume insulin" to resolve the issue. The problem was resolved successfully, and no further assistance was needed.